Event description:
It was reported that during central processing, the tip of the force bipolar instrument was broken. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of ¿tip is broken¿. The instrument was found to have a broken grip at the grip base. A piece approximately 0.65" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned.